Manufacturer narrative:
The insulin pump did not have a frozen screen display. The device had unresponsive up button due to moisture damage on keypad traces. The device was unable to perform any test or verify low reservoir alarm due to unresponsive button. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and frozen display. Customer's blood glucose reading was 72 mg/dl. Troubleshooting for frozen display was performed. Customer advised the time advances on the display screen therefore customer was advised the screen is not frozen. Customer replaced the device with a new battery and customer advised the buttons are unresponsive. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.